Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant, the analyst noted blood obstructed the distal conductor at 1 cm and would not allow the stylet to be inserted in the lead. Alcohol was applied to break up the blood and the stylet was fully inserted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the guidewire could not be entered into the lead. The physician chose to replace it with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex. If information is provided in the future, a supplemental report will be issued.